Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a pharmacist from (B)(6) of peritonitis in a patient (age and gender not reported) coincident with dianeal, unknown therapy (lot number not reported). On an unknown date, the patient began treatment with dianeal unknown, (dose,frequency and lot numbers not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. It was not reported whether laboratory tests were performed. On an unreported date, dianeal was stopped and the pd catheter was changed. The patient was switched from dianeal to physioneal, 2l (frequency and lot number not reported). It was unknown whether the patient received remedial treatment. On an unreported date, the patient recovered. The pd catheter was again changed and the patient was switched back to dianeal (uv flash). Medical history and concomitant medications were not reported. The reporter considered the event of peritonitis possibly related to dianeal and believed a septic origin was possible.